Event description:
It was reported that at implant, the device measured high lead impedance of greater than 2500ohms, and there was no capture at 5v. When the leads were checked via analyzer, all measurements were normal. The setscrews and header were checked and reattached. Ventricular lead impedance readings were still high with no capture, so the device was not implanted. A different device was used and functioned normally. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no abnormal conditions. Further testing, includeing bench testing using an is-1 lead, revealed an intermittent ventricular output and fluctuating ventricular lead impedance when the lead was stressed. The high impedance condition was the result of a multi beam connector not making continuous contact with an is-1 lead. It was reported that at implant, the device measured high lead impedance of greater than 2500ohms, and there was no capture at 5v. When the leads were checked via analyzer, all measurements were normal. The setscrews and header were checked and reattached. Ventricular lead impedance readings were still high with no capture, so the device was not implanted. A different device was used and functioned normally. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) connector one device was out of specification in a manner that relates to event capture, failure to impedance, high.